Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported outside of surgery the handpiece of electric dermatome and blade bite too tight. No additional unplanned skin graft was required from the patient. No harm or delay were reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was low, the reciprocating arm was damaged, the calibration was out, and the control bar was in the wrong position. Replaced the motor, reciprocating arm, shaft bearings, and sleeve bearings and recalibrated the device and control bar position which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the handpiece of electric dermatome and blade bite too tight and the skin was not even during the surgery. There was no injury; no medical intervention; no delay. No additional unplanned skin graft required. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.